Event description:
It was reported during a routine follow up appointment, that this left ventricular lead exhibited high, out of range pacing impedance (greater than 3,000 ohms). X-ray images where completed and confirmed lead placement with no dislodgement or movement. The device was reprogrammed and pacing impedance stabilized at 600 ohms. The device remains implanted. No adverse patient effects were reported.